Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus and cursor did not aligned. It was indicated that the connection from the overlay to the printed circuit board (pcb) required cleaning and reseating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus on the programmer was not calibrated and it drifted when used. It was also reported that the stylus was exchanged and the programmer rebooted. Troubleshooting steps recommended running the stylus calibration tool. If the issue does not resolve, then recommend returning the programmer for service. It was further reported via follow-up that when the new stylus was installed, it was calibrated, tested, and the issue appeared to be resolved. However, it was noted later that the stylus was drifting again. The programmer was removed and it is expected to be returned for service. There was no patient involvement.